Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104. The sd card was defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. There is no indication of any device malfunction that would cause or contribute to an inappropriate treatment. The investigation into the event concludes that there was no device malfunction that would cause an inappropriate treatment. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the shock was improper response button use prior to shock delivery. The response buttons were pressed earlier in the detection sequence, but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an unknown defibrillation event consisting of one shock. The patient was reportedly conscious at the time of the event. A monitor sd card fault prevented the ecgs from being recorded for this event. The response buttons were pressed earlier in the detection sequence, but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. The patient went to the hospital after the event and continues wearing the lifevest. There was no death or device malfunction associated with the unknown defibrillation event.